Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.50mm in diameter target vessel being treated was located in the ostium of the non-calcified and non-tortuous right coronary artery (rca). The vessel was not predilated and a 3.50x20mm promus element stent delivery system was advanced to the rca and deployed to treat a vessel dissection. The dissection was caused by a non-bsc device. Following deployment of the stent, the guide catheter was advanced distally in the rca and caught the proximal end of the promus element stent. This caused it to shorten by about 10mm. Post-dilation of the 3.50x20mm promus element stent was performed with an unspecified balloon and a 3.50x24mm promus element stent was deployed overlapping the proximal end of the promus element stent. It was also reported that a 3.00x32mm promus element stent and a 3.00x24mm promus element stent were deployed during the procedure. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).